Manufacturer narrative:
Ge healthcare issued a service proposal for troubleshooting and repair. The proposal was not accepted by the customer. No further information is available. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak of more than 100 ml. There was no report of patient involvement.